Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from (B)(4) and is a spontaneous report from a physician in (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for peritoneal dialysis (pd). Action taken with dianeal unknown therapy was not reported. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experienced constipation. A few days later, the patient developed peritonitis manifest by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. Treatment information was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).on (B)(6) 2012, follow up information was obtained. On an unreported date, the patient recovered from the peritonitis. On (B)(6) 2012, the patient was discharged from the hospital.